Event description:
Report received from the united states stating the cutter could not be removed from the device. It is known that the device was used in surgery and that there were no injuries. It is not known if medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).